Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report #3004209178-2013-12510 for information on shocking with the previous devices. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v123174, product type: lead; product ID 7428, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), product type: extension. Product ID 3387-40, lot# l75840, product type: lead. Product ID 3550-09, lot# lc0404 , product type accessory. (B)(4).